Event description:
The patient presented with pain in the lower back. X-rays and MRI was performed. The surgeon recommended surgery to "remove some bones around my nerves and lower lumbar." The patient underwent surgery on the right side. Immediately post-op, the patient had relief of his back pain. After discharge, overnight the patient began to have pain going down the legs and up the right side to his neck. The pain was throbbing, burning and aching. The surgeon recommended pt and exercise. The surgeon recommended surgery on the left lower lumbar. Surgery was performed, and immediately post-op, the patient reported pain. The patient was given a back brace and injections. The pain returned within 2 weeks after the injections. The patient reports pain in "all my bones" and is getting headaches. The patient is depressed. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.